Event description:
A healthcare professional reported that two blunt knives were experienced. Procedure and patient involvement information is unknown. Additional information has been requested. This report is being submitted for the second knife reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).